Event description:
The customer reported that, in the intensive care unit, during the swg insertion, the swg became stuck in the needle and the coils stretched. The user removed the swg and re-inserted it by the other tip, then the catheter was successfully inserted, no consequences for the patient.

Manufacturer narrative:
(B)(4). The device will not be returned.